Manufacturer narrative:
Continuation of d10: product ID 977a260. Lot# va25av5011. Implanted: (B)(6) 2020. Explanted: (B)(6) 2021. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported impedance check: electrodes [0, 1, 2, 3, 4, 5, 6, 7, 8, 9, 10, 11, 12, 13, 14, 15] were out of range.

Manufacturer narrative:
H6. Device analysis for ins nme769957h revealed no significant anomaly. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The device passed functional testing. Device analysis for lead va25av5011 revealed no significant anomaly. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the insulation on the lead was cut; consistent with explant damage; however, electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 977a290 lot# unknown serial# implanted: explanted: product type lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: unknown, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that there was a battery issue. The battery status was jumping from 90% to 20% many times during the day. One time it was totally 100% recharged in the morning and 2 hours later it was total depleted. The patient could not get in touch with the ins. The patient controller was replaced but did not work, then they change the recharger. At last the ins was replaced which helped. Program: a1, a2, a3 was used on two leads. A1 and a2 on one lead and a3 on second lead. The ins shut down intensity on a1 and a3 to 0 ma many times for the patient without touching the controller. A sign on the ¿clp¿ a big attention note (triangle) please contact medtronic. There were no external contributing factors, no fall. The impedances were all okay. Tried to separate stimulation on first lead and second. The first lead in a1 and a2 was okay. The second lead shut down intensity to 0 ma, but impedance was good. The lead will be replaced soon. It was noted that the patient has two inss implanted and the ins at the cervical region was working well. One ins was for back and leg pain, and one for shoulder and arm pain. Additional information was received reporting that they think the lead issue occurred in (B)(6) 2021 but not known exactly. The cause of the ins battery issue was not known but did not see the problem came from the lead. The cause of lead shutting down intensity was not known, the separation of the leads to the one defective lead. The patient was alive with no injury.